Event description:
It was reported that cartridge alarms caused the suspension of insulin, and this issue had been recurring for two weeks. Customer changed out cartridge and infusion set to resolve the issue. There was no adverse impact to the customer's blood glucose level.